Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, it was found that the device could move freely and the locking mechanism worked just fine. There is speculation that the defect was correctly communicated or the correct device was returned. Additionally since the neck flange rotates around the shaft, repositioning the neck flange so the flanges are not upside down would have corrected the concern and typically not warranted a complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that a smiths medical bivona hyperflex tracheostomy tube had a neck plate on upside down. As a result, the patient was not properly ventilated, and a new tracheostomy was inserted. It was further reported that the user noticed unspecified problems with two additional bivona hyperflex tracheostomy tubes. These unspecified product issues were identified prior to patient use.

Event description:
Information was received that a smiths medical bivona hyperflex tracheostomy tube had a neck plate on upside down. As a result, the patient was not properly ventilated, and a new tracheostomy was inserted.